Event description:
A patient reported blood glucose results of "11.7, 6.7, 9.0 and 8.5 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution are being replaced.